Event description:
On (B)(4) 2012, acclarent was made aware of an event involving a single pt death on (B)(6) 2012. Prior to the event, the pt was in a hybrid fess case involving both acclarent technology, as well as non-acclarent rigid devices. An ultirra 7x16mm balloon catheter and luma guide were used during the course of the procedure. During the procedure, the physician performed a frontal trephination with a drill to allow access to the frontal sinus. Once performed the physician irrigated with a non-acclarent product then attempted, without success, to insert a luma guidewire through the brow hole. After removing and rinsing the guidewire the physician inserted the acclarent guidewire and balloon catheter through the nasal cavity. The physician successfully inflated the balloon with no issue, and the case was completed. The pt was kept overnight without any reported complications. Later, on the day of release, the pt was reported to have a seizure and died en route to a hospital.

Manufacturer narrative:
During the portion of the procedure where the physician attempted to insert the luma guidewire through the drilled brow hole, an attending acclarent representative informed the physician that this was an off-label use of the guidewire device. Attempts were made to further investigate the event with the associated physician, however, the physician has declined to provide info pending receipt of legal council. Acclarent will continue to update the file with any additional info and provide subsequent reports if required.